Event description:
Patient reported that she underwent total knee arthroplasty (B)(6) 2002. Subsequently, patient was revised for unknown reason on (B)(6) 2011. The tibial bearing and locking bar components were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2011-00105 / 00108). The user facility was notified of the event on february 8, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.